Manufacturer narrative:
(B)(4). Insulin pump was received with a blank display due to moisture damage on the electronic assembly. Also, pump received with moisture damage on the battery tube, motor, vibrator and keypad assembly noted. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display.

Event description:
Customer reported via phone call that the insulin pump had cosmetic damage and had a crack on it. Customer's blood glucose level was 110 mg/dl. Customer reported that insulin pump was dropped. Customer was advised to revert to backup plan. Insulin pump will be returned for analysis.